Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 61 mg/dl at the time of the incident. The customer was at 117 mg/dl at the time of the call. The customer was given glucose gel and shots to treat. The customer experienced symptoms such as unresponsiveness. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. The pump was dropped and the customer started having lows after that event. Troubleshooting was completed but did not resolve the issue. The customer reported pump physical damage. The insulin pump will be returned for analysis.